Event description:
It was reported to philips that the system gave alerts indicating that the fluoroscopy storage was not possible and the image processing computer was unable to boot-up, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.